Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 3 cm graduation mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A secondary kink impression without a hole was found at the 2 cm graduation mark. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, hole in catheter. During use. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted to basilic vein, exit marking 0cm, total catheter length 46 cm, secured with statlock. PICC was used for oncology treatment (enfortumab-vedontin). No occlusions with this PICC. Break was found at 4cm mark 60 days after insertion. Patient or caregiver completed administration of therapy, flushing to maintain patency, and dressing changes. There are no xray images available. Catheter site was cleaned with chlorhexidine solution poured from a bottle during dressing changes, also remove dressing and statlock, cleaning, drying, new statlock and kliniderm silicon foam boarder. Additional comments: while removing the PICC it was went out, 1 cm on PICC marking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, hole in catheter. During use. No other information was provided.